Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. The home patient (hp) stated they had a manual drain volume (mdv) of 3750ml. This drain volume meets overfill criteria. The technical service representative (tsr) initiated a swap of the device. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn). The pdn stated the hp's largest prescribed fill volume (lpfv) is 2100ml. The pdn stated the hp has received the replacement hc and has not had any further problems. The pdn confirmed there was no patient injury or medical intervention

Manufacturer narrative:
(B)(4). The reported difficulty of an iipv was neither confirmed in the device logs nor duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. The device functioned normally during pal testing. A service history review revealed that this device was not previously serviced for the reported condition. The assignable cause of the iipv was determined to be: insufficient drain- one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).